Manufacturer narrative:
(B)(4). Batch #: unknown. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. A manufacturing record evaluation was performed for the finished device lot number, and no non-conformances were identified.

Event description:
It was reported that during a laparoscopic low anterior resection, the anvil was placed in the oral side, the device was inserted from the anus, and the anvil was attached to the trocar until the orange band on the trocar was covered, then the device was attempted to fire but could not. The tissue compression scale backlight was illuminated when the battery was installed. The anvil of the device in question was used as it is, and another device was used to complete the case. No problem was observed on the leak test. The patient had a bit of adipose tissue. There were no adverse consequences to the patient. No further information is available.

Manufacturer narrative:
(B)(4). Date sent: 04/19/2021. D4: batch # u5cm04. H6: component code = electrical and magnetic (g02). Device analysis: the product was returned for evaluation. Visual inspection and functional testing were conducted on the returned device. Visual analysis of the returned sample revealed that the cdh25p device arrived with no apparent damage and the anvil was not returned. When the battery was installed, a green checkmark was not present, indicating that the device was not fired. Attempts to fire the device in the lab were unsuccessful, confirming the experience. Upon disassembly, cracks in the conductive traces of the flex circuit were detected. These cracks were determined to have prevented the anvil detect circuit from functioning. No conclusion could be reached as to what may have caused the failure of the device. As part of ethicon endo surgery¿s quality process, all devices are manufactured, inspected, and released to approved specifications. It should be noted that product failure is multifactorial. Although no conclusion could be reached on the cause of the reported event, the instructions for use contain the following caution: the device will not fire if the anvil is not properly attached or if the orange staple height indicator is not fully within the green range of the tissue compression scale. To fire the device, draw the red safety back toward the handle. To ensure the device remains in the safe firing range, once the red safety has been released, do not turn the adjusting knob. Activate the firing sequence by completely depressing the firing trigger. Remain still until the full firing sequence is completed which will be indicated by the illuminated green check mark on the indicator window. It is not necessary to hold the trigger once the firing sequence has initiated. The user may notice audible feedback during the firing sequence when cutting through the breakaway washer. Once fired, the device cannot be fired again. A manufacturing record evaluation was performed for the finished device batch number, and no non-conformances related to the reported complaint condition were identified.